Event description:
The patient was very large and it was hard to get probe placed. At conclusion of ablation, a small burn mark was noticed on the patient at the probe insertion site. The insulation on the probe had slipped back approximately 5/8 inch, exposing the active electrode to the patient at the incision site.